Event description:
An (B)(6) female pt called zoll customer support to report that the response buttons were not working on her monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation, the rear response button flex connector was disconnected from the response button socket. The root cause for the disconnected response button connector could not be positively identified. No adverse event resulted from disconnected response button. The pt received a replacement monitor.